Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: due to continued use of the pump, the event date was overwritten in the pump¿s history. Review of the pump¿s available history showed no errors or alarm. The current total daily totals added up correctly. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
On (B)(6) 2012, the patient and her mother contacted animas (anm) alleging that the pump had an inaccurate delivery issue. The patient's mother claimed that the patient woke up on (B)(6) 2012, with a blood glucose (bg) level of "128 mg/dl." By dinnertime, the patient reportedly had a bg level of "522 mg/dl" with symptoms of thirst and fatigue. On (B)(6) 2012, the patient's mother mentioned that the patient was taken to a hospital. At that time the patient had gotten a "hi" reading on her unidentified meter and was spilling moderate ketones. The patient was reportedly hydrated and then released 4 hours later. The patient denied having an new medications or new activities or stressors. No new diet changes were reported. Through troubleshooting, the pump's date and time were confirmed as being correct. The patient's insulin was reportedly being store appropriately and was not expired. The pump's I:c ratio, basal rates, bg target, isf, and iob were all programmed as desired according to the patient's mother. The pump's prime history revealed that the patient was changing her sites every 3 days. The pump's tdd added up correctly. The pump's bolus history showed that all boluses were completed as desired. The pump's basal rates were correct according to the patient. No recent alarms were found in the pump's alarm history. The patient's mother indicated that the patient's sites looked good and there were no signs of bumps, bruising, bleeding, or leakage at the site. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level with symptoms suggestive of severe hyperglycemia. She also reportedly received medical attention in a hospital for hyperglycemia. However, at this time, it is unknown if the pump, use-error, and/or diabetes management factors contributed to the patient's injuries considering no issues were found with troubleshooting of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.